Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to request plastic tape. When customer service asked her why, she stated that the paper tape does not work for her. She stated that the tape does not stick to her skin, and it does not hold up. She stated that it makes her skin itch, and it just crumples and doesn't last all day. The patient involvement is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".